Manufacturer narrative:
The hill-rom tech found the bearing, washer and extrusion slider broken on both retracting arms. The tech replaced the bearings, washers, extrusion slider and the bed functioned to specifications.

Event description:
The hill-rom tech replaced the head up valve to resolve the issue.